Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however, per the site they could not replicate the deformation ex vivo.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder (aso) was selected for implant. The device was deployed but confirmed to be too small for the defect. The device was exchanged for a 24mm aso, placed into position, but the left disc deployed in the shape of a cobra head. The device was re-sheathed several times, but the issue persisted. The cobra head shape was unable to be replicated ex vivo. The device was exchanged a second time for a larger 26mm aso, deployed and successfully implanted. There was no clinically significant delay and the patient remained hemodynamically stable.